Event description:
On (B)(6) 2012, the reporter claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. Attempts were made to contact the reporter back for information. A letter was sent on (B)(4) 2012 requesting a call back from the reporter. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:a review of the pump black box data showed evidence of unexpected pump reboot. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump performed within specification therefore the investigation was unable to duplicate the initial ¿power¿ complaint. There was no evidence of moisture or loose components inside pump. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional evaluation codes: methods codes (B)(4).